Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer¿s current blood glucose value was 94 mg/dl. Customer treated low blood glucose level with food. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. Pump error occurred and alarm got cleared by the customer. Troubleshooting was not performed. The customer will continue to use the device

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.